Event description:
It was reported, the patient experienced pain at the ipg pocket site due to the ipg being shallow because, the patient lost weight. The physician made the existing pocket smaller and replaced the ipg with a different model. The physician also added another lead to address new pain. The patient reported the stimulation is effective.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.